Manufacturer narrative:
One 45 degree handpiece tip was received for evaluation based on a broken capsule and possible burr. The handpiece was visually inspected under magnification. The handpiece has numerous dents on the aspiration head. Numerous scratches are also present on the aspiration tubing. The aspiration hole is jagged and has numerous nicks around the aspiration opening. The damage to the aspiration hole has created a burr condition around its opening. This burr condition does create a greater likelihood of the capsule being grabbed into the handpiece aspiration opening to cause a broken capsule. This type of damage observed at the aspiration hole is unlikely to be created during the manufacturing process. The damage appears to be from an object being used by the end user in an attempt to improperly clean the aspiration hole of surgical material after its use. One lot number was identified with the complaint. The device history record for the lot was reviewed. No abnormalities that could have contributed to the complaint concern were found during the device history record review. The product was released according to the company's acceptance criteria. The exact reason for the broken capsule cannot be determined from the evaluation. Because the root cause is unknown, no malfunctions were confirmed and no similar incidents can be identified. (B)(4).

Event description:
A clinic manager reported that a patient experienced a tear of the posterior capsule (pc) and that the irrigation and aspiration (I&a) tip may have had a burr on it. Additional information has been requested. A facility generated medwatch report regarding this event provided the following additional details: per the operative report - "the phaco tip was then inserted into the anterior chamber and the nucleus divided into 4 quadrants and removed. A small rent was noted while completing I&a in the posterior capsule, but vitreous was noted at the wound. Another vitrectomy was carried out thoroughly." The original intended procedure was cataract phaco with iol left eye.